Manufacturer narrative:
D9: 30-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. The main board and downstream occlusion (dso) sensor were replaced to address this issue, as fluid ingression was present.

Event description:
It was reported that the downstream occlusion error occurred. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.